Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the ECG electrode c and d orange (lead 2-) wire was broken inside the distribution note (dn) pca board. The cause of the non-functional ECG electrodes is the broken wire. The root cause of the broken wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the broken wire.